Manufacturer narrative:
The fse removed the loose pads found in the strip provider module (spm) . The test strip vials were replaced with a new lot. Customer was advised to check for any loose pads before loading strips into the spm. (B)(4).

Event description:
The customer reported that 2 loose pads had fallen into the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.